Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that there was stimulation in the wrong location. The patient was having trouble and thought that the stimulation needed to be increased because she did not think the stimulator was doing its job and had not been working. The patient didn't think the stimulator was doing its job because she was having urinary symptoms. The patient was on program 3 at 1.2v and when she increased stimulation to a certain level she felt a sensation deep in the groin that "kind of goes down her leg, down to the ankle." Decreasing the amplitude eliminated the uncomfortable stimulation. The patient turned the stimulation to 1.2v and was going to leave it at that level because it was comfortable. She was going to follow up with her doctor for symptoms and would call the doctor to see what he had to say. It was unknown when the stimulation in the wrong location started to occur. The return of urinary symptoms started about 2 weeks ago in (B)(6) 2016. It was noted that prior to the device, in (B)(6) 2016 the patient had problems with the colon and diarrhea. She was having trouble with the colon and that she had a "bug." She had to take medications 4 different times for it. After the fourth time of taking medication the diarrhea was fine and went away. She had been off the medication for 2 weeks and was fine. But then a few days later it "started in again with the diarrhea." The patient went to a specialist and was put on a different medication. The patient finished the medication this past monday, (B)(6) 2016. The patient was not currently having any problems with diarrhea and was having normal bowel movements. The doctor told her that if the diarrhea came back she could be started back on the original medication she was on. It was noted that the patient was implanted for bladder control. The patient also noted that all of a sudden she would have to get up and run to the bathroom because she would pass water (bowel incontinence), and she was thinking that the stimulator was not working because of that. The bowel incontinence started in (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare provider, who reviewed the patient's records from their primary physician, reported that the patient's death was not due to anything related to the patient's device/interstim.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the patient died in the hospital on (B)(6) 2016. The cause of death was listed as sepsis and clostridium difficile colitis, but no autopsy was performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.